Event description:
It was reported that this right atrial (ra) lead had a gradual increase in pacing impedances to high, out of range values more than a year ago. The impedance values suddenly decreased to normal within range values. The patient had a magnetic resonance imaging (MRI) test, and everything went as planned. The impedances remain within normal values at this time. The lead was reprogrammed from unipolar to bipolar and both modes showed normal within range values. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.